Event description:
For approx 2 months, the pt sometimes has an indefinable noise with her cochlear implant. In addition, she describes that the volume of the audio processor is fluctuating. She does not feel any pain.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.